Manufacturer narrative:
Report source: article titled "drug-induced lichenoid reaction after kyphoplasty", by m. Weinborn, j. Waton, d. Roch, j. L. Schmutz <(>&<)> a. Barbaud. Eval method: follow-up wiht company representative.

Event description:
In article titled "drug-induced lichenoid reaction after kyphoplasty", the following event was reported. -a (B)(6) man was treated for t9/t10 osteoporotic fractures by kyphoplasty in (B)(6) 2009 and showed good tolerance. In (B)(6) 2009, after a new fracture on t11, he was treated once again with kyphoplasty, complicated by a small leak between t10 and t11 detected by tomographic scan. There was no immediate clinical symptomatology. The treatment's efficacy was good. -10 days later, an eruption appeared in the form of erythematous macules and papules, not very pruriginous. These lesions were symmetrical and mainly located at the injection site on the back. Some less severe lesions were also present on the torso and the members. The eruption then flowed into pigmented lesions. No mucosal or nail lesion was detected. Cutaneous histology of the lesions revealed a lichenoid lymphocytic infiltrate in the dermoepidermal junction, slight pigmentary incontinence and a few necrotic keratinocytes. (B)(6). A 3-month treatment with acitretine (max. 45 mg/day) was prescribed and then stopped with skin improvement. There was no evidence of recurrence. No further information was reported.